Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had some signs of clinical usage and no non conformities. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle of 25 degrees. Based upon the observation of the toggle not releasing activation, the reported complaint for "toggle sticking" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device energy would not stop, the trigger kept sticking. The user pushed the toggle to open the jaws and shut off the device. The reported unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.